Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an indeterminate amount of time. Reportedly, the pump and transmitter regained connection. Customer declined further assistance from tandem technical support and declined to provide further information regarding the issue. No additional patient or event information was available.